Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "history of radiation, developed asymmetry of reconstruction, early capsular contracture" baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "history of radiation, developed asymmetry of reconstruction, early capsular contracture" baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations. Observed, one opening on the posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "history of radiation, developed asymmetry of reconstruction, early capsular contracture" baker grade IV. Device has been explanted and replaced.